Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the catheter was returned for evaluation. The investigation of the returned catheter did not confirm the problem reported by the customer. The lot number was cmjco1, product code 82-1302. The catheter was tested it for flow, this test is done during normal production process, and the catheter passed the test. A review of the history device records confirmed the device conformed to the specifications when released to stock. No root cause could be determined as the problem reported by the customer could not be duplicated, the catheter functioned correctly. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported "it was reported that the distal catheter blocked when flow checked prior to insertion. Device will be forwarded on receipt. Delay in surgery less than 30 minutes (10 minutes). (B)(4).